Event description:
It was reported via phone call that the customer had blood glucose levels of 40mg/dl and 60mg/dl. It was also reported that the customer's insulin pump was exposed to moisture and received button error alarms as well as no delivery alarms. Troubleshooting was declined. No significant event leading up to the event were mentioned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.